Event description:
According to the report, an intervention was necessary in an infant a few hours post-op due to a torn/split probe. A part of the probe became detached, but was removed.

Manufacturer narrative:
Additional information has been requested. At this time, no response has been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, an addendum to this report will be filed.